Event description:
It was reported that there have been intermittent faults with the microstream pod. It reportedly occurs while the pt is being monitored on a pod that fails usually on pt transfer. An engineer cannot replicate the fault. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.